Event description:
A clinical study reported a patient with sub-surface nano-glistening. Severity was mild. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The lens remains implanted.root cause has not been identified. The manufacturer internal reference number is: (B)(4).